Manufacturer narrative:
Evaluation summary: the patient experienced low blood sugars while using humulin r, instead of humulin n as prescribed, in a humapen luxura reusable device (lot number unknown). There was no product complaint for the device and the device was not returned for investigation. There was evidence of improper use. It was reported the patient was dispensed and used an incorrect drug cartridge formulation which may be relevant to the complaint of low blood sugars. The device user manual indicates the user should inspect the cartridge label and be sure the pen contains the correct lilly insulin cartridge before each injection.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a female patient of unknown age and ethnicity. Information regarding medical history and concomitant medication were not provided. The patient received human insulin nph (humulin n), humapen luxura reusable device (lot number and body type unknown), 10iu in the morning, daily, subcutaneously (in the belly), for the indication of diabetes, beginning approximately in 2007 (conflicting information as into the additional information received, the start date of treatment reported was about 2005). In the week of (B)(6) 2014, approximately seven years after beginning human insulin nph via humapen luxura unknown pen body type (lot number was not provided), the drugstore dispensed to the patient human insulin regular (humulin r) instead of human insulin nph. On (B)(6) 2014, the patient received 12iu of human insulin regular and after approximately two and half hours the patient experienced blood glucose decreased to 54mg/dl and then 26mg/dl which was considered serious by significant reason by the company (conflicting information because it was reported that patient experienced the event on the second day that she received human insulin regular). The dose of human insulin regular was decreased to 10iu and on(B)(6) 2014 was decreased to 8iu but she remained with blood glucose decreased (it was stated that in only one day , she experienced many episodes of hypoglycemia). The consumer noticed that the insulin that patient received was transparent instead milky and the wrong drug administered was confirmed. Additionally was reported that the patient did not present the event blood glucose decreased when using human insulin nph and as a corrective treatment, the patient used the feeding to correct the blood glucose decreased. The patient recovered from blood glucose decreased and she only received human insulin regular twice. It was unknown if human insulin nph was reintroduced. It was unknown who operated the device and if he was trained. The patient had used this device model and the reported device for an unspecified time. There was no reported complaint for this device and its return is not expected. The consumer did not provide a relatedness opinion. Update (B)(6) 2014: additional information was received on (B)(6) 2014 from the initial reporter. Added the dosage, frequency and route of administration of human insulin nph. Added suspect device tab (humapen luxura unknown pen body type), device paragraph into narrative and additional information regarding the blood glucose decreased events and corrective measure (feeding). Added outcome for the events. Narrative and corresponding fields were updated accordingly. Edit (B)(6) 2014: upon internal review, it was changed the improper use field to yes, as it was reported that the patient used a wrong cartridge into the pen. According to the device core label, the patient should be sure of using the correct cartridge into the pen. No other med sig information was added to the case. Update (B)(6) 2014. Additional information received (B)(6) 2014 from the global product complaint system.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a female patient of unknown age and ethnicity. Information regarding medical history and concomitant medication were not provided. The patient received human insulin nph (humulin n), via reusable pen, 10iu in the morning, daily, subcutaneously (in the belly), for the indication of diabetes, beginning approximately in 2007 (conflicting information as into the additional information received, the start date of treatment reported was about 2005). In the week of (B)(6) 2014, approximately seven years after beginning human insulin nph via humapen luxura unknown pen body type (lot number was not provided), the drugstore dispensed to the patient human insulin regular (humulin r) instead of human insulin nph. On (B)(6) 2014, the patient received 12iu of human insulin regular and after approximately two and half hours the patient experienced blood glucose decreased to 54mg/dl and then 26mg/dl which was considered serious by significant reason by the company (conflicting information because it was reported that patient experienced the event on the second day that she received human insulin regular). The dose of human insulin regular was decreased to 10iu and on (B)(6) 2014 was decreased to 8iu but she remained with blood glucose decreased (it was stated that in only one day , she experienced many episodes of hypoglycemia). The consumer noticed that the insulin that patient received was transparent instead milky and the wrong drug administered was confirmed. Additionally was reported that the patient did not present the event blood glucose decreased when using human insulin nph and as a corrective treatment, the patient used the feeding to correct the blood glucose decreased. The patient recovered from blood glucose decreased and she only received human insulin regular twice. It was unknown if human insulin nph was reintroduced. It was unknown who operated the device and if he was trained. The patient had used this device model and the reported device for an unspecified time. There was no reported complaint for this device and its return is not expected. The consumer did not provide a relatedness opinion. Update (B)(6) 2014: additional information was received on (B)(6) 2014 from the initial reporter. Added the dosage, frequency and route of administration of human insulin nph. Added suspect device tab (humapen luxura unknown pen body type), device paragraph into narrative and additional information regarding the blood glucose decreased events and corrective measure (feeding). Added outcome for the events. Narrative and corresponding fields were updated accordingly. Edit (B)(6) 2014: upon internal review, it was changed the improper use field to yes, as it was reported that the patient used a wrong cartrigde into the pen. According to the device core label, the patient should be sure of using the correct cartridge into the pen. No other med sig information was added to the case.

Manufacturer narrative:
There was no reported complaint for this device and its return is not expected. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.